Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to find "electrical test failure #51" in the iabp¿s error log. The fse performed motor test multiple times with a failure that was outside of the 3% adjustment. The fse then removed and replaced the motor controller board and the compressors heads. After replacement of parts, the fse performed preventative maintenance (pm) on the unit and all functional and safety tests were passed per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient injury or adverse event reported.